Event description:
A customer reported during a procedure, the footswitch was not working properly. The surgery was completed with the same system and footswitch with no impact to the patient. The footswitch was replaced by the engineer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).